Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient did not feel like the device was doing anything to control their symptoms anymore. The event was possibly related to the device or therapy. The patient had a natural history of disease progression. No actions were taken. The event is ongoing.  Additional information was received from a healthcare professional (hcp) in a clinical study (sdy) on 2020-07-23. It was reported that the patient was reprogrammed on (B)(6) 2019. The event was noted to be due to programming and the patient¿s natural history of their disease process. On 2021-apr-30, additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that even with the device turned back on and reprogrammed on (B)(6) 2021, they still were not getting results they previously had. The patient wants to move forward with botox. They stated that this was not due to programming. Additional information was received on 2021-08-10 that the patient had pain at the ins implant site. It was stated that it was possibly related to the implant procedure but not related to the therapy or device. Patient scheduled for a removal and the device was removed on (B)(6) 2021. Reported issue was resolved without sequelae (B)(6) 2021. No further complications were reported/anticipated at this time.